Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep was not sure of what the cause of por was. No particular codes were noted. Patient's weight information was not provided. Rep cleared the por and the issue was resolved. The provided information was confirmed with the hcp/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Caller reported power on reset (por). Patient did not note anything specific but later noted that he had 'issues with computers around the house' at the time the por was noticed. It was reviewed that patient needs to charge ins so caller could clear the por. The issue happened two weeks ago, an exact date was not provided. No symptoms were reported and no further complications were reported/anticipated.